Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer able to complete rewind. The troubleshooting was performed and was advised to remove the current battery from the pump and insert a new battery and insulin pump alarmed unexpected restart alarm. The customer was advised that the pump will need to be replaced. The customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives.the device will be returned for analysis.